Event description:
It was reported that during a percutaneous coronary intervention treatment for an acute myocardial infarction, a balloon rupture occurred. The lesion was 100% stenosed. Details and location of the lesion are unknown. The 2.25x20mm maverick2 monorail balloon catheter ruptured at 6 atmospheres. The number of inflation is unknown. The balloon was removed intact. The procedure was completed with another of the same device. The patient's status is good with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.